Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 the complaint allegation was not confirmed. Twelve sealed packaged ar-3636 batch 15145003 were received for evaluation. Four pouches were randomly opened to inspect the device. Upon visual evaluation of the packaging and the devices, no issues were found. Functional testing was conducted using the device's surgical technique, the tigerlink (white and black suture) loop closed as intended. No issues were found. The most likely cause for the reported failure is an improper surgical technique involving the device.

Event description:
Additional information wa received on (B)(6) 2023: this was discovered during a posterior labral repair procedure on (B)(6) 2023. The case was completed by utilizing the 2.9mm pushlocks to complete the repair. #2 blue repair stitch broke and was removed. There was no delay in the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06406271 that a (qty. 4) of an ar-3636 knotless 1.8 fibertak locked up and would not tension. This was discovered during an unspecified procedure, with no reported patient harm.